Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of software freezes was unconfirmed. The site rite 8 was visually inspected upon receipt and was found to be in good physical condition. The reported issue is confirmed; the scanner ran for 24 hours powered on to see if freezing will occur. Freezing did not occur during the run time. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
The device is freezing when the customer is using it. The customer would have to shut the device down to get it to work again.